Event description:
It was stated that the customer wanted the insulin pump tested due to possible water damage. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor. Unable to perform any testing due to the blank display.